Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publishment was reviewed by gore: title: percutaneous endovascular repair using endomyocardial bioptome for femoral artery dissection after transcatheter aortic valve replacement. Source: jacc: cardiovascular interventions vol. 15, no. 12, 2022. P.1278-1279. An octogenarian woman with severe aortic stenosis underwent transfemoral transcatheter aortic valve replacement using an 18 fr gore® dryseal flex introducer sheath. After self-expandable valve implantation, the right common femoral artery (cfa) was sutured using a perclose proglide (abbott vascular) using the pre-close technique. Contralateral angiography revealed complete cfa occlusion. A 0.014-inch guidewire was inserted through the occlusion location, and intravascular ultrasonography revealed substantial luminal narrowing with extensive dissection. Although the occlusion site was expanded using a 6.0 x 40 mm scoring balloon, a mobile intimal flap was identified in the cfa, and numerous long balloon inflations were ineffective in sealing the mobile intimal flap. There were concerns about thrombus formation and re-occlusion because of the residual intimal flap. Surgical repair is a common bail-out treatment for this complication, though we pursued a percutaneous endovascular repair using an endomyocardial bioptome (cordis, cardinal health). The bioptome was carefully advanced under fluoroscopic guidance, and the intimal flap was grasped and partially removed by the bioptome. The final angiogram confirmed sufficient luminal area in the right cfa and good antegrade flow. When flow restoration is needed because of a vascular flap, this less invasive percutaneous endovascular repair may be an alternative therapeutic option rather than open vascular surgery.